Manufacturer narrative:
The universal surgical manipulator (usm) passed normal mode on the in-house system and passed testing on the functional test platform. The insertion clutch switch was inspected, and no evidence of fluid intrusion or any other issue could be identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) about the instrument clutch button on arm #3 stopped working mid procedure. The clutch button was working normally during the draping of the system. During the case, the sterile team member noticed that it stopped working. At the time of call, the procedure was completed. They removed the drape from arm #3 and attempted to clutch the arm. Grab and go function was available but the instrument clutch would still not work. The customer performed a hard power cycle on the system. After restart the clutch button was then working. The procedure was completed as planned with no reported injury. Intuitive followed up and confirmed that the action that was taken to resolve the issue was calling dvstat support. The arm use was discontinued. The case was completed with only 3 arms. There was no harm to the patient.